Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was not operational, and cfnadmin was unable to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a login failure. The field service engineer logged in remotely to the station, restored the station to the medical application. The engineer checked the auto reboot login, and the customer was able to log in. The station was rebooted to verify that it would start up again to the medical application, and the customer was able to log in without any problems. The system functioned as intended after the field service engineer repaired the device.